Event description:
It was reported by a literature article that clinical complications related to an aveir leadless pacemaker system occurred on patient's that took part of the study. The complications included cardiac perforation, pericardial effusion, discomfort, stenosis, thrombus, embolism, infection, arrhythmia and bleeding. Unspecified device malfunctions and dislodgements were also reported. The patient's condition was unknown. During the lapse of the study, patients also passed away, and it was unknown if the patient's deaths were related to the atrial leadless pacemaker and/or procedure.